Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an arrhythmia. It was also reported that the right ventricular (rv) lead exhibited a lead warning for high impedance and oversensing of noise which was suspected to have occurred during the implant procedure. The lead remains in use. No further patient complications have been reported as a result of this event.